Event description:
The clinical representative reported the dermatome was chewing up the graft. The representative reported the oscillating pin may be bad because black residue created possibly from heat building up charred the patient's skin. The surgeon had to use a different dermatome and a new site to obtain the graft.